Event description:
It was reported that during a biopsy procedure, the jaws of the forceps stuck open. The device was exchanged and the procedure was successfully completed. No pt injuries or complications occurred.